Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 3:38 am with a blood glucose level of 737 mg/dl after the customer was found passed out. The customer passed out after eating too many cupcakes thinking that the cupcakes were sugar free. The customer treated their blood glucose levels with manual injections. The customer did not troubleshoot and did not send the product back for analysis.